Event description:
Two covidien endo clip iii clip applier devices failed during intra-operative use. The devices failed to actually close the 5mm clips. No pt harm occurred. A third device worked properly. Diagnosis or reason for use: lap chole.